Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Concomitant medical products: other relevant device(s) are: product ID: bi71000481, serial/lot #: unknown: the manufacturer representative went to the site to test the imaging system. The reported issue was confirmed and the uninterruptible power supply (ups) batteries were replaced. They verified system functions per spec. The manufacture date was not available at the time of reporting. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that the uninterruptible power supply (ups) in the mobile view station (mvs) was not holding a charge. No patient was present at the time of the event.